Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain due to eroded mesh and additional medical treatment and procedures. It was also noted that the patient is now deceased, but there is no indication it was related to the device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.